Manufacturer narrative:
Tracking number: (B)(4).

Event description:
Procedure type: vats. According to the reporter: a "broken" sound was heard during the second squeezing action on the loop handle. No staples could form then and the knife blade was not able to go forward. He could not squeeze the handle anymore. So he retracted the knife blade and opened a new set of egiaustnd and egia60axt to proceed with the firing. However, same tissue was found on the second squeezing action on the loop handle. He then used another new set of egiaustnd and egia45axt to complete the surgery. No reinforcement material used in conjunction with the stapling device. There was unanticipated tissue loss. More lung tissue used (including the damaged tissue) in order to get a complete staple line formation. All the damaged tissue was removed eventually. To remedy the malformation of staples, another loading was fired over the previous malformed staple line.